Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005; dtba1d1 ICD, implanted: (B)(6) 2017; 419688 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day after implant that tachyarrhythmia therapy from the patient's cardiac resynchronization therapy defibrillator (crt-d) was inappropriately withheld for almost eight minutes due to the initial programmed settings chosen. Follow-up indicated that the crt-d was reprogrammed to address the occurrence and the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.